Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to the tubing was bent event on (B)(6) 2026. The high blood glucose had been treated with correction bolus via pump.